Event description:
It was reported that when the handswitch was used it caused the attached handpiece to continue to run on its own during a bunionectomy procedure. There was no patient or user injury, and the case was completed with another device.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.